Manufacturer narrative:
This is one of three reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during tricuspid valve in ring procedure via jugular approach with a 29mm sapien 3 valve, plastic of balloon from first 29mm commander delivery system had difficulty with removal following valve implant. The physician pulled negative with 20 cc syringe with balloon collapse and was able to move the first delivery system. After implantation of the first valve there was trivial central leak, mild paravalvular leak and septal outpouching with leak communicating between open cells and rvot requiring a second 29mm sapien 3 valve. The second valve was prepped per standard fashion, no difficulty sliding introducer cap on, and the valve was deployed without issue. We could see displacement of the sheath marker with retracting the second delivery system through the sheath but the sheath could be seen on echo to be in place in the svc. The sheath and delivery system were removed as one unit with expansion of the skin knick. A second sheath was placed for hemostasis. On visual inspection the clear expansion membrane of the first sheath had torn about 4 cm with the balloon of the second delivery system caught on the end. The metal marker was completely separated from the interior of the sheath but was not dislodged within the patient body. The patient did develop a neck hematoma but was stable at the end of the case and did not require surgical cutdown and venous repair. The 16 fr e-sheaths were predilated before use. There were no deformities noted during prep of any of the equipment (delivery system, sheath, valves). The physicians believe the clear membrane may have been damaged with removal of the first delivery system given the resistance and inability to easily remove the delivery system initially and that in retrospect we should have exchanged the first esheath before deployment of the second valve. Per the fcs, the balloon of the commander wasn't visibly damaged. Inflation and deflation were normal and without issue. The bunched plastic in the balloon is stuck in the split in the sheath. The sheath split was the root cause of the withdrawal difficulty. The perceived root cause of the hematoma was the removal of the bunched plastic exposed in the sheath split. Per a photo provided, the second sheath liner was delaminated.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Per evaluation of the returned device the distal liner was fully circumferentially delaminated approximately 3'' from distal tip and bunched around the inflation balloon and the c-marker was missing. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for liner delamination was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests that procedural factors (withdrawal of altered balloon profile, device manipulation) may have contributed to the complaint event as it was reported that ''plastic of balloon from first 29mm commander delivery system had difficulty with removal following valve implant. The physician pulled negative with 20 cc syringe with balloon collapse and was able to move the first delivery system, physicians believe the clear membrane may have been damaged with removal of the first delivery system given the resistance and inability to easily remove the delivery system initially.'' Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. The operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. The complaint for system component separation was confirmed based on the evaluation of the returned device. Available information suggests procedural factors (device manipulation) may have cause or contributed to c-marker separation. C-marker band separation can occur when excessive manipulation is applied to overcome withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.